Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause of the event could not fully be determined as no logfiles from the date of the event were provided. However, as removing and attaching the expiratory valve set again solved the problem, the most probable root cause is that the expiratory valve was not properly inserted into the device, resulting in a leak. The device passed the full service-software (tests and calibrations of the device). The hospital staff was instructed to carry out a tightness test next time in a case of high o2 consumption. There was no patient or user harm reported.

Event description:
While intubating a patient and using an asv, the hospital staff consulted me about oxygen consumption. The minute hour ventilation volume is about 4 liters and the oxygen concentration is 40%. The oxygen consumption was indicated as 6.6 liters at that time. There are almost no leaks in the respiratory circuit. What are some possible causes of the high oxygen consumption?